Manufacturer narrative:
The AED and pads weren't returned to cardiac science for evaluation. The customer's medical maintenance performed testing on the AED the day after the rescue and were unable to duplicate the reported problem.

Manufacturer narrative:
The customer was asked to send the AED and pads used during the rescue to cardiac science for evaluation.

Event description:
The AED was brought to the bedside of a patient who had gone into cardiac arrest. Pads were placed on the patient's chest, but the AED didn't analyze the patient's heart rhythm. The AED kept prompting the user to "check pads". The pads were removed and re-applied and the AED continued to prompt "check pads". The patient didn't survive. The customer sent cardiac science a copy of the medwatch report they had submitted to the FDA on 11/04/2015. Report number: (B)(4).